Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the spine surgeon wanted scs be removed prior to lumbar fusion revision.the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 15135864, description: clik anchor.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.